Event description:
It was reported that the patient presented remotely via merlin.net. It was reported that the right atrial (ra) lead exhibited high capture threshold. The ra lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.

Manufacturer narrative:
Correction: section h6 health impact should have been "additional surgery" rather than " no health consequences or impact".